Manufacturer narrative:
Product analysis: the device was received for analysis. The device returned with balloon folds expanded. Blood was visible in the balloon. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, a pin hole was observed on the balloon material at the leak site. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was not moved in the lesion while inflated. Post-dilation was performed using another nc balloon due to poor expansion. Sections b.1. Adv evnt/prod prob, b.2. Outcome attributed to adverse event, and h.1. Type of reportable event updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion with 75% stenosis located in the mid (cass#2) right coronary artery (rca). The device was inspected prior to use with no problems observed. Negative prep was performed with no problems observed. The device did not pass through a previously placed stent. Resistance/discomfort was not encountered when delivering the device. Excessive force was not used. It was reported that a balloon rupture occurred during balloon inflation to 10 atm. It is believed that the balloon was already ruptured when inflated. The stent balloon was inflated two or three times with the ruptured balloon in place to implant the stent. The stent delivery system was then removed. Post-dilation was performed using another nc balloon. The procedure was completed without any problems, and without any health hazards to the patient.